Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat a persistent atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the device was deployed into basket over the wire, the wire was stuck and could not be advanced forward or pulled back. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use.

Manufacturer narrative:
The device was received for analysis. During product analysis the device passed all test performed, showing no evidence of the reported failure. The no problem detected code was selected for the reported allegation of guidewire stuck. The allegation was unable to be confirmed, and no evidence or abnormalities were observed during the analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat a persistent atrial fibrillation a farawave pulse field ablation catheter was selected for use. During the procedure, the device was deployed into basket over the wire, the wire was stuck and could not be advanced forward or pulled back. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory. The use of the farawave catheter to treat a persistent atrial fibrillation is considered an off-label use.